Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that there was a suspected inflammatory mass or granuloma. The reporter stated that they were thinking that "maybe the tip might be clogged." An MRI was to be performed to determine. It was also noted the reporter did not think the patient was "getting the meds." The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.